Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and su frequently tested out of specification during manufacturer's analysis. There was no patient involvement.